Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was funnel shaped and it had a 45 degree angulation. It was reported that there was a proximal type 1 endoleak present likely due to aortic neck morphology. A 32 mm diameter talent aortic cuff was placed and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak, angulated and funnel shaped aortic neck. Conclusion: angulated and funnel shaped aortic neck.